Event description:
Hcp reported the pump was explanted 2003 after 35 months of service. The hcp reported no pt injury associated with this event. The pump was returned to the MFR for analysis. A followup report will be sent when additional info is available.